Event description:
It was reported that the patient presented for a right ventricular (rv) lead reposition procedure due to poor capture. During the procedure, the rv lead helix failed to retract, and the lead could not be repositioned on (B)(6) 2025. As a result, the rv lead was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
Adverse event for b! And required intervention for b2 were checked erroneously.

Manufacturer narrative:
The reported event of an unspecified capture issue was not confirmed by analysis. The failure to retract helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix stretched and clogged with blood/ tissue.